Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis coincident with unknown dianeal on peritoneal dialysis therapy. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The patient reported not knowing the cause of peritonitis, however, the patient had unhooked from the supplies due to some company coming over. The patient is recovering, however, still on antibiotics. No further information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted on potentially associated lot numbers: h11l14012 and h11k09113 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified, as no sample was returned.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.